Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by remote manager issue. A field service engineer confirmed the remote manager just needed to be recovered. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was failed to lock. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.